Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu (B)(4).

Event description:
Same case as MFR# 2134265-2011-03163 and 2134265-2011-03152. It was reported that post a stenting treatment procedure, restenosis occurred. The target lesion was located in the very tortuous right coronary artery (rca). At an unknown time, a number of promus and taxus express2 stents were implanted. In (B)(6) 2011, the patient returned to the cath lab and restenosis was observed. The restenosed lesion was predilated with a cutting balloon. Next, a 12x3.0mm ion stent delivery system (sds) was advanced and the shaft broke. It was removed without incident. A 3.5x20mm ion sds was advanced but did not cross. The physician completed with procedure with a cutting balloon but it was not re-stented. No additional patient complications were reported and the patient's status is fine.